Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on b)(6) 2024. During the procedure, the second flange of the stent was unable to be deployed. The procedure was completed using an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: product code: pcu; reported here as the product code exceeded character limit for the designated field. Block e1: initial reporter phone: (B)(6); reported as the phone number exceeded character limit for the designated field. Block g4: premarket / 510(k)#: k163272, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.